Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure of iag. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but it did not work with the needle not retracted. Blood is remaining in the chamber of the actual sample returned for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023. H6: investigation summary: bd received an unsealed 22 gauge insyte autoguard device from lot 0225202 along with six photographs for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed media present on the device. Next, the engineer attempted to activate the safety mechanism but the device did not retract. The engineer microscopically inspected the returned unit and observed a blob of adhesive present on the needle hub. Finally, after forcing the needle to retract it was also inspected and dry adhesive was found inside of the activation button. The provided photos showed similar findings with media present inside of the device and the needle completely not retracted. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by the excessive adhesive present on the activation button. During manufacturing, adhesive was dispensed into the hub to secure the cannula. Station misalignment may cause the adhesive to pour onto the outside of the hub which can then flow in between the needle hub and the grip or the button. An investigation has been launched by the manufacturing facility to investigate the cause of the excessive adhesive and identify possible corrective actions.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure of iag. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but it did not work with the needle not retracted. Blood is remaining in the chamber of the actual sample returned for investigation.